Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. Caller states the lancet remained in her finger after firing the device. No medical treatment required. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.